Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Information received indicated the implantable cardioverter defibrillator (ICD) was involved in a ¿product liability case¿.